Event description:
It was reported that the patient presented for a follow-up clinic visit. During evaluation, the right ventricular (rv) lead exhibited noise oversensing and suspected insulation damage. The rv lead was capped and replaced on (B)(6) 2026. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
Further information was requested but not received.